Event description:
This case was initially received via (B)(6) ((B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure inserts") and pericarditis ("pericarditis") in a (B)(6) female patient who had essure (batch no. E25512) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pericarditis (seriousness criterion medically significant), fatigue ("extreme tiredness, chronic fatigue") and dyspnoea ("developed constant shortness of breath after the procedure"). On (B)(6) 2017, 5 months 7 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, pericarditis, fatigue and dyspnoea had resolved. The reporter provided no causality assessment for dyspnoea, fatigue, medical device removal and pericarditis with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pericarditis. She underwent removal of essure inserts approximately 5 months after insertion. Pericarditis is an unanticipated event in the reference safety information for essure, removal of essure inserts is anticipated. Considering pericarditis pathophysiology and the local effect of essure in the fallopian tubes, causality was excluded. In the present case, limited information was provided. The exact reason for device removal was not clear. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. Non-serious events were also reported. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 01-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure inserts") and pericarditis ("pericarditis") in a 38-year-old female patient who had essure (batch no. E25512) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pericarditis (seriousness criterion medically significant), fatigue ("extreme tiredness, chronic fatigue") and dyspnoea ("developed constant shortness of breath after the procedure"). On (B)(6) 2017, 5 months 7 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, pericarditis, fatigue and dyspnoea had resolved. The reporter provided no causality assessment for dyspnoea, fatigue, medical device removal and pericarditis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure inserts") and pericarditis ("pericarditis") in a (B)(6) female patient who had essure (batch no. E25512) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pericarditis (seriousness criterion medically significant), fatigue ("extreme tiredness, chronic fatigue") and dyspnoea ("developed constant shortness of breath after the procedure"). On (B)(6) 2017, 5 months 7 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, pericarditis, fatigue and dyspnoea had resolved. The reporter provided no causality assessment for dyspnoea, fatigue, medical device removal and pericarditis with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 653 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: e25512 production date: 08-sep-2015 expiration date: 28-sep-2018 based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pericarditis. She underwent removal of essure inserts approximately 5 months after insertion. Pericarditis is an unanticipated event in the reference safety information for essure, removal of essure inserts is anticipated. Considering pericarditis pathophysiology and the local effect of essure in the fallopian tubes, causality was excluded. In the present case, limited information was provided. The exact reason for device removal was not clear. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. Non-serious events were also reported. The product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.